Manufacturer narrative:
Per user guide: always make sure that the correct time and date are set on your system. When using am/pm, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact reported inadvertently switched the pump from am to pm. The customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.